Event description:
Patient has a history of thrombus, consistently low flows at this admission on hm ii and rising ld. Patient was not a candidate for repeat vad exchange, transplant or other advanced therapies. Patient rental function had worsened, his lactate was high, acidotic and minimally responding due subarachnoid hemorrhage. Family decided to make the patient dnr/dni and comfort care.

Manufacturer narrative:
(B)(6)